Manufacturer narrative:
Product ID: 3389-28, lot# 0210492288, product type: lead.

Event description:
Information received from a healthcare professional from a clinical study reported the patient had subcutaneous abscess and swelling at the site of the left lead. Diagnostic methods included an examination on (B)(6) 2016 that identified the abscess. Interventions involved drainage of abscess at the lead the same day. The event resulted in in-patient hospitalization and an urgent care visit. Etiology was reported as not related to the device or therapy and related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2016.

Event description:
Additional information received from a healthcare professional of a clinical study reported the etiology was updated to "other", specifically due to subcutaneous abscess.

Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot# 0210492288, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that etiology was updated to related to the device/therapy, but not related to the implant procedure; the left lead was noted. The actions/ interventions were also updated to include an explant of the entire system on (B)(6) 2016; the system was not replaced. The event resulted in an in-patient hospitalization and an urgent care visit. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot# 0210492288, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead and implantable neurostimulator (ins) associated with this event were implanted on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the clinical diagnosis was updated to subcutaneous abscess. The etiology was also updated to not related to the device/therapy and not related to the implant procedure.